Manufacturer narrative:
The device involved in this event was discarded by the facility and was not available for eval. Without the actual sample, a thorough investigation could not be performed. There are no other reports of this nature against the reported catalog number, finished good lot number or evaluated catheter lots. No adverse trends of this nature were identified during the complaint review process. The event described did indicate that the nurse met resistance while removing the device. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. All available info has been forwarded to the actual MFR for further eval. A f/u report will be written if add'l pertinent info becomes available.

Event description:
As reported by the user facility: during removal of epidural catheter, nurse felt resistance, pulled on catheter, and the distal 2 inches of epidural catheter broke off in pt. Pt had the epidural placed during labor. CT scan performed: facility contact will obtain and provide findings. Pt's husband asking about the safety testing "bio-stability" of the product as well as markings on the catheter, if they elect not to remove product that in "40 - 50 years" catheter will not break down into smaller fragments. Husband works for medtronics. Sample discarded.